Event description:
As reported: the epicardial lead threshold increased to 6.0v and depleted the battery quickly. A new lv lead was placed and th ephysician opted to cap the original lead. In addition, the ICD can was replaced with a new one. No adverse patient conditions were reported.